Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery measurement was not available. Battery voltage not available due to system lock-up. Reset of the device by programmer with updated software cleared the lock-up condition. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) had no battery measurement display and was determined to be dual chamber lock up. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.